Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reported event of wire within the catheter broke near the brush portion. Block h11: the returned cellebrity biopsy brush was analyzed. Visual and microscope inspection observed the working length was severely kinked at several sections. The catheter was torn near to the handle, the wire was kinked but not broken. The reported event of wire break was not confirmed and will be classified as no problem detected. The problem found is most likely has to do with the technique applied to the device when it was being used. Excessive force must have been used when extending and retracting the brush in order to kink the working length. The same motion used by the physician when extending and retracting the brush probably kinked and tore the working length. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cellebrity pulmonary cytology brush was used during a bronchoscopy procedure performed on (B)(6) 2024. During the procedure, the wire broke within the catheter near the brush portion. The brush did not completely detach. It is unknown how the procedure was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reported event of wire within the catheter broke near the brush portion.

Event description:
It was reported to boston scientific corporation that a cellebrity pulmonary cytology brush was used during a bronchoscopy procedure performed on (B)(6) 2024. During the procedure, the wire broke within the catheter near the brush portion. The brush did not completely detach. It is unknown how the procedure was completed. No patient complications were reported as a result of this event.